Event description:
The patient underwent an implantation of a gore helex septal occluder device to close a patent foramen ovale. Several days later, the patient developed an exertional dyspnea after lifting her child from a stroller. Evaluation in the cardiac services clinic and in radiology revealed embolization of the device from the atrial septum to the abdominal aorta. The patient had the device successfully removed from the aorta seven days after the implant.